Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redx1472 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that after placement the PICC was noted to be leaking. The catheter was replaced overwire and patient did not had any other complications.